Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 600 mg/dl. It was stated that the customer was experiencing unexplained high glucose for two days. It was stated that the customer had stomach cramps, and muscle pain. Troubleshooting was performed. It was stated that the infusion set and reservoir were changed multiple times. The customer's recent glucose reading was 260 mg/dl. The caller stated that he is not comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.